Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the valved trocar leaked during a procedure. The procedure was completed without replacing the product. No patient harm reported.

Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A photo of the surgery is attached to the parent complaint and has been reviewed by the investigation site. The photo shows leaking from one of the three valved trocars. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 15 additional complaints associated with the lot for the reported issue. Review of the photo provided confirmed one of the trocars was leaking. No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).